Manufacturer narrative:
This report is submitted on (B)(6) 2022.

Event description:
Per the clinic, the patient experienced discomfort and an extrusion of the electrode array in external auditory canal (specific date not reported). Subsequently, the patient was hospitalized on (B)(6) 2022 (specific duration not reported) and the device was explanted on (B)(6) 2022. There are no plans to reimplant the patient with a new device as of the date of this report.